Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are known potential adverse effects and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of implant of the percutaneous aortic valve. (B)(4).

Manufacturer narrative:
Additional information was received with the patient initials and weight and were populated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the day following the implant of this transcatheter bioprosthetic valve the patient required placement of a permanent pacemaker for alternating left and right bundle branch block. No adverse patient effects were reported.